Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter alleged there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed a sudden drop in voltage resulting in eaw 177 (low battery) and eaw 128 (replace battery) warnings as well as a pump reboot event. Moisture was observed behind the display lens and inside the battery compartment. The returned battery cap was found to be undamaged and able to properly secure to the pump. During investigation, the battery compartment was found to be cracked from the thread area to the case seal and below the grip pad. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and moisture was observed throughout the internal components. The pump¿s electrical draws were tested and¿ found not to be within required specifications. The observed high current draw levels were found to be due to moisture contamination.